Event description:
It was reported that the patient with this right ventricular (rv) lead received six inappropriate anti-tachycardia pacing (atp) bursts and six inappropriate shocks due to supraventricular tachycardia (svt). The therapy was exhausted before the rhythm was successfully converted. Additionally, a code 1005 was recorded, indicating an open circuit condition during shock delivery caused by high out-of-range shocking impedances exceeding 125 ohms. Technical services (ts) reviewed the event and recommended the replacement of this lead. No additional adverse patient effects were reported. This rv lead remains in service.